Event description:
Boston scientific crm received information that this device was explanted. It was noted that this device was included in the shortened replacement window advisory originally communicated on (B)(6) 2007, and it was unknown when the device reached a battery voltage of 2.65v. The device was returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.